Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 301948 lot 1812109 to investigate for this record. Visual examination shows that no scale was printed in the syringe barrel. As a result, bd was able to verify the reported issue. The process bd uses to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, bd interposes a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. The result is a black scale printed on the barrel of the syringe. The reported issue happened at the end of this process, due to a defective foil reel. In this case the foil did not work as expected and was not placed between the stamp and the barren, so the scale was not correctly printed in the barrel. DHR showed no indication of the alleged defect.

Event description:
It was reported that an unspecified number of syringe s2 20ml 18ga 1-1/2in bd china experienced missing scale markings which were noted prior to use. The following information was provided by the initial reporter: the syringe was used by the emergency department nurse. When the minimum unit package was opened, the entire syringe was found to have no scale.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe s2 20 ml 18ga 1-1/2 in bd (B)(6) experienced missing scale markings which were noted prior to use. The following information was provided by the initial reporter: the syringe was used by the emergency department nurse. When the minimum unit package was opened, the entire syringe was found to have no scale.